Manufacturer narrative:
This is MDR 2 of 2 for this event. B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from england, edwards received notification of a pascal precision ace procedure in the tricuspid position. The patient had functional tricuspid etiology and sub-optimal septal leaflet quality in certain areas. The baseline tricuspid regurgitation grade was severe. Two devices were implanted in the index procedure and tricuspid regurgitation was decreased to moderate. Post-procedure, a single leaflet device attachment occurred with the second device implanted and tricuspid regurgitation grade was noted to be severe. The patient underwent a re-intervention with pascal approximately four months after index procedure. The new device interacted with the second detached device implanted during the index procedure. The detached device got caught between the raised clasp and the catheter of the new pascal precision ace device causing the clasp of the lateral leaflet to become non-functional. The new pascal precision ace device was deployed only with septal leaflet grasp and therefore had a single leaflet device attachment. Once the new device was implanted, the entangled device got free. Tricuspid regurgitation grade after the re-intervention remained severe.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11 additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on information provided. Available information suggests interaction with previously implanted devices likely contributed to the event. It was believed that the slda device on the posterior leaflet had gotten caught between the raised clasp and the catheter of the new ace, causing the clasp of the lateral leaflet to become non-functional. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.